Event description:
It was reported that the patient's implantable cardioverter defibrillator was exhibited episodes of post paced t-wave oversensing. Programming changes were made to adjust the device. The patient was stable.